Event description:
It was reported that when (1) device with reload cartridge were used in a thoracoscopy procedure, the instrument became locked on lung tissue. Surgeon had to enlarge incision to remove product.